Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back on (B)(6) 2025 and repeated previously documented information. Patient mentioned they tried to troubleshoot using the belt but the issue persisted. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller no device found then connect the recharger. Agent instructed patient to start a charge session; controller 50 and implant red recharging with excellent quality. Patient mentioned when they started a charge session the charge quality starts out excellent then goes to good then the implant will stop charging showing no device found. The issue was not resolved. A request was sent to repair to replace the recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient they have been having s hocking sensation at their pocket site whenever they bend over, getting up from a chair or sitting down. Patient report they have been having issue charging. Caller reports they would get excellent coupling bars charges to 20-30% and then it stopped charging, the coupling would not go further. Caller reports they typically use the recharging belt, but these past 2 weeks they have not used the recharging belt. Patient services (pss) suggest patient to use a recharging belt. Redirected caller to patient's healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.